Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to corrosion and mold on the terminals of the lcd flex cable and on the pins of the lcd connector located on electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by electronic indicated that the insulin pump had insistent alarm and had blank display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.